Event description:
Follow up information received identified the patient had her scs ipg replaced. Stimulation was restored for the patient postoperatively.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was unable to establish any connection between her scs ipg and the patient controller (pc). Reportedly, the patient underwent radiation therapy and had turned the scs therapy off earlier in the day. Multiple troubleshooting attempts were made, but a pairing bond could not be created between the ipg and pc app. The system log files were reviewed and the logs indicated the generator was in the service app (unresponsive) mode. The recovery process was unable to recover the ipg. The patient and the physician were advised of the issue.